Event description:
On 05-nov-2025, an other health care professional contacted technical service to report that tc bariatric plus w/ air (product code p1840re200, serial number (B)(6)), had power cord sparking when plugged in. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.